Manufacturer narrative:
No information for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient was having an MRI because the patient is experiencing stroke symptoms. It is unknown if the symptoms are related to the device or therapy. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.